Manufacturer narrative:
Follow-up # 1 date of submission 02/26/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the up arrow and ok keypad buttons were found to be intermittently unresponsive. The down arrow and contrast button responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under responsive. It was noted that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.